Event description:
Baxter product surveillance received a report via the corporate responsibility office that a home patient had contracted peritonitis in 2006. The home patient has alleged that the minicaps may have contributed to the infection since there may be a bad seal with his pouches. The home patient presented to the clinic in 2006 with slight abdominal pain and cloudy effluent. Cell counts taken on the same day revealed a 2717 white blood cell count (wbc) with 84% neutrophils, 2% lymphocytes, and 14% monocytes. The patient's effluent was cultured, and there was no growth observed. The patient began antibiotic therapy, and follow-up cell counts were taken four days which revealed a wbc of 18 with 8% neutrophils, 2% eosinophils, 2% lymphocytes, and 84% monocytes. The home patient received 2g of vancomycin intraperitoneal (ip) in 2006, 2 days later, and 8 days later, 120 mg of gentamycin ip in 2006, 2 days later, and 2 days later, and 140mg of gentamycin 5 days later. The patient has recovered at this time based on the cell counts taken, and the clinic has not identified a root cause for this episode.